Manufacturer narrative:
Concomitants: (B)(4) 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(4) 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(4) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(4) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(4) 200-02-38 - three peg patella 38mm. 4200778 200-02-41 - three peg patella 41mm.

Event description:
Per a report from the legal department, the patient has an initial bilateral total knee replacement on (B)(6) 2016. The patient is scheduled for a revision right knee surgery on (B)(6) 2023, approximately 7 years and 2 months after the initial surgery. Following the initial surgery, the patient began experiencing pain, swelling, clicking, popping, and unsteadiness in both knees. His knees would also feel hot to the touch. The patient's physician also noted bilateral knee effusion and recommended aspiration of the knee followed by revision surgery if the aspiration revealed no infection in the knee. On (B)(6) 2023, the patient returned to his physician and reported worsening symptoms of pain, popping, clicking, swelling, warmth, and instability. His physician ruled out a possible infection of the knee and diagnosed him with failed total knee arthroplasty secondary to accelerated polyethylene wear. The patient underwent a left knee replacement revision surgery on (B)(6) 2023. The patient is scheduled to undergo a right knee replacement revision surgery on (B)(6) 2023. No device return anticipated due to this being a legal case.

Manufacturer narrative:
H10. Additional information- a2, a3, b3, b5, d6b ,h6 health effect - clinical code, medical device problem code. Pending updated investigation. There is no additional information available.

Event description:
As reported, approximately 7.5 years revision of right tka, for a loose femur and recalled poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: investigation results: there is no information provided to identify the insert implant in the right knee. There is no issue reported on the logic femoral ps cem right sz 5, sn (B)(6) device. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening, instability, or due to inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and instability could not be confirmed from the provided information. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.